Manufacturer narrative:
H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken, the top case corners were cracked, and the right plunger case was cracked upon receipt. Error codes could not be retrieved from the event history log (ehl) due to a blank screen with constant alarm at power up. After the power up process, the customer reported issue was confirmed, the pump exhibited a blank screen with constant alarm. The root cause of the reported issue is attributed to an incomplete update process by the customer. To correct the issue, the software was uploaded from the base to the head of the pump which cleared the problem. The power up process, preventive maintenance, and all functional tests were performed which passed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the screen is completely blank when turned on. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.